Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
It was reported "catheters sticking to packaging creating rough, bent area end near tip of catheter has caused light bleeding in past with use. He said the issue is "the catheter is stuck to the packaging, particularly the plastic clear side when he goes to remove them from packaging after prepping them. He said he can see they are stuck to packaging even prior to bursting water sachet. He said they are also stuck in the packaging not completely straight but catheter a bit bent, "turned about a sixteenth of an inch" as the part that is stuck seems "pinched off and turned". This area that is stuck to the packaging creates a rough area on the catheter if he manages to remove it from the packaging and use it." Unknown total quantity.